Manufacturer narrative:
Device location unknown.

Event description:
Feedback from post market clinical follow-up for the tritanium c system was received. The physician reported, "I have had three lumbar cages collapse over time." The number of patients involved is not currently known, nor is revision status. Upon receipt of additional information, a supplemental report will be filed. This report captures the second of three devices.

Event description:
Feedback from post market clinical follow-up for the tritanium c system was received. The physician reports, "cages collapse," and, "I have had three lumbar cages collapse over time," respectively. The physician clarified that the devices involved were tri pl cages and not tri c cages and imaging provided indicates the cages fractured. None of the patients have been revised. This report captures the second of three devices.

Manufacturer narrative:
H3 other text: device remains implanted.

Event description:
Feedback from post market clinical follow-up for the tritanium c system was received. The physician reports, "cages collapse," and, "I have had three lumbar cages collapse over time," respectively. The physician clarified that the devices involved were tri pl cages and not tri c cages and imaging provided indicates the cages fractured. None of the patients have been revised. This report captures the second of three devices. The 2 other events have been previously reported in mrn 3004024955-2018-00002.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code/catalog number was not provided and could not be obtained. The customer reported the event of a tritanium pl cage main body fracture post-op which was confirmed via customer follow up. The device information is unknown and the cages are still implanted. The tritanium pl IFU warns against various post operative complications including excessive activity, patient fall, non union and patient fusion. However, with the limited information provided, there is not enough information to determine an exact cause of this event.